Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The patient¿s blood glucose was 400 mg/dl. The customer stated that in the alarm history there aren't alarms. The self-test and the displacement test are passed, but the high pressure test is failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test, and the delivery accuracy test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests and are recorded in the pump history files. No absence of occlusion alarm noted. Pump received with cracked battery tube threads, case cracked at the corner of the reservoir tube window, minor scratched lcd window, and scratched reservoir tube window.